Event description:
It was reported that the programmer locked up with an error code, when preparing to interrogate a patient's device. Recycling power would clear the error, but upon loading an application, the programmer would lock-up with the same error. Another programmer was used to complete the follow-up check. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device boots to the normal medtronic screen, however, errors were found in the error log.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the device boots to the normal medtronic screen, however, errors were found in the error log.